Manufacturer narrative:
No evaluation possible as the device was not returned.

Event description:
Customer service was contacted on (B)(6) 2018 by customer. Customer stated: "patient was lying on back, dr. Set clamp, position on right side (laterally) and fastened all items down. While manipulating the head by the skull clamp, there was a slippage."